Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing by powering on device and conducting a motor test. The reported customer complaint was unable to be confirmed, error code 1820 was not duplicated during power up and motor test. Additionally, there was no evidence of the reported complaint in the event history log of the pump. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing, a smiths medical cadd legacy had lec 1820. No patient involvement.